Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
On 06-sept-2019 literature article entitled: ¿fretting and corrosion damage in retrieved metal-on-polyethylene modular total hip arthroplasty systems: what is the importance of femoral head size?¿ by matthew p. Siljander, md, erin a. Baker, phd, kevin c. Baker, phd, meagan r. Salisbury, ms, clayton c. Thor, md, james j. Verner, md, published in the journal of arthroplasty 33 (2018) was reviewed for MDR reportability. The study¿s objective was to investigate associations among implant design, radiographic factors, and patient factors with corrosion and fretting at the taper interface in retrieved metal-on-polyethylene modular tha prostheses. The models of prostheses used include s-rom femoral stem and sleeve, aml femoral stem, summit femoral stem and hps ii femoral stem. All femoral heads were cobalt chromium alloy and of varying sizes, it is reasonable to conclude that the femoral heads used in conjunction with the depuy femoral stems would also be manufactured by depuy. Acetabular components manufacturer was not provided. The study identified the following to be adverse outcomes. It is not indicated what manufactured implants experienced what outcomes, therefore, all outcomes will be listed: infection. Aseptic loosening. Unspecified clinical failure. Instability. Periprosthetic fracture. Osteolysis. Femoral stem malpositioning. Femoral stem subsidence. Implant damage (femoral head fretting, femoral head corrosion, femoral stem trunnion fretting, femoral stem trunnion corrosion and femoral stem abrasion, pitting, burnishing, scratching). Revision / surgical intervention.